Event description:
New information received stated that programming changes were completed and patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11412. It was reported that the patients implantable cardioverter defibrillator was experiencing noise reversion due to ventricular oversensing. It was suspected that over sensing was a lead issue due to high voltage lead impedance and r wave amplitude decrease.